Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed self testing.

Event description:
The customer reported that, during patient use, the 840 ventilator's screen went black with no alarm. The patient was removed from the ventilator as a result of the event. There was no harm to the patient.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.